Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced intrinsic sphincter deficiency, urethral hypermobility and failed transobturator sling. The plaintiff underwent revision surgery. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was aplastic anemia. Related to MFR# 2183959-2015-00501, 2183959-2015-00503.